Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that a patient was admitted for tarry stools and diagnosed with gi bleed. The patient was given three units of packed red blood cells and two units of fresh frozen plasma to treat the blood loss. It was reported that the patient was discharged home without further issues. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding is a known potential clinical adverse events associated with vads as outlined in the IFU. Investigations of complaints with similar circumstances were reviewed; events related to gi bleeding are multifactorial and are thought to be partially related to continuous, non-pulsatile flow, and age; anticoagulant therapy increases the risk of developing gi bleeds or arterial-venous malformations. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4) gi bleed.

Manufacturer narrative:
Additional information received indicated that approximately three weeks post implantation via a minimally invasive left thoracotomy approach with outflow graft anastomosis to the left subclavian artery; the patient was admitted to the hospital for an episode of tarry stools and was diagnosed with gi bleed. Lab results revealed an elevated inr and the patient's anticoagulation were held. The patient was given three units of packed red blood cells and two units of fresh frozen plasma over the following two days after which the site reported that the bleeding had stopped and the patient's inr, hemoglobin and hematocrit had improved. An esophagogastroduodenoscopy was performed and revealed gastritis with two small gastric arteriovenous malformations. Additional information received indicated that the patient was discharged home after optimization of his anticoagulation therapy without any further issues. Investigation is ongoing.

Event description:
Approximately three weeks post hvad implantation; the patient was re-admitted to the hospital for an episode of tarry stools and was diagnosed with bleeding from multiple sites which included her gastro intestinal (gi) tract, nose and gynecological region. Lab results revealed an elevated inr and the patient's anticoagulation was placed on hold. The patient was given three units of packed red blood cells and two units of fresh frozen plasma over the following two days. The site reported that the bleeding had stopped and the patient's inr, hemoglobin and hematocrit improved. The patient was scheduled for upper endoscopy and the patient was reported to be stable with plans to optimize her anticoagulation and discharge home. Investigation is ongoing.